Event description:
I had lasik in (B)(6) 2002, I had to have one revision. Now I have been diagnosed with a form of keratoconus caused by the surgery. My eye sight is changing for the worse every 6 months.